Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced fluctuating blood glucose (bg) while using the ilet and dexcom g7 continuous glucose monitor (cgm). During one episode, the user passed out and was assisted by her husband, who applied a wet towel and gave glucose tablets. The agent attempted to pull logs, but no data was available because the ilet mobile application could not be installed during training due to phone carrier issues. Additional low bgs were treated with glucose tablets, sandwiches, milk, and grapes, which corrected blood glucose (bg). The lowest blood glucose (bg) recorded was 43 mg/dl, and the highest was 206 mg/dl. The user's reported symptoms included weakness and dizziness. No hospitalization or medical intervention was required.